Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was broken at the discolored (blue) read and the broken piece was not returned. The device was functionally tested with a generator. During functional testing on gen11an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.